Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00165 for the exalt model b scope and report number 3005099803-2025-00164 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt b monitor was used on (B)(6) 2024. It was observed that the monitor screen goes dark after being powered on for a long period of time. Boston scientific has been unable to obtain additional information regarding a patient involvement, despite good faith efforts.